Manufacturer narrative:
The root cause of the customer¿s experience could not be determined as the sample was not available for investigation.

Event description:
The report suggests that during an insulin infusion, a leak was observed. The information received suggests that the patient became unstable, however there are no indications of serious injury to the patient or user as a result of this incident.